Event description:
A past event with high blood glucose levels was reported by the customer, though the exact value was unknown and displayed as "high." Cause was not known. To address the high glucose level, the customer administered a correction bolus using their pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.